Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the heart lung console generated an alarm tone, but no error message was displayed. The user reported the alarm stopped after a short time and the heart lung console functioned as expected. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.